Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the patient underwent transurethral left ureteroscopic holmium laser lithotripsy and stone removal plus ureteral stent placement in the department of surgery at our hospital. During the procedure, a ureteral stent was placed: inlay ureteral stents 4.7fr x 26 cm, code 1500000000010610. On (B)(6) 2025, the patient underwent transurethral ureteral stent removal in the outpatient operating room. Preoperative review of the urinary system x-ray showed no abnormalities. The patient was positioned for stone removal, cystoscopy showed normal bladder, and after routine disinfection and draping, the urethra was entered and the bladder examined. The left ureteral orifice was observed to contain the ureteral stent, the surface of which was covered with stones. Using foreign body forceps, the lower end of the ureteral stent was pulled toward the urethral opening, encountering significant resistance. It was considered that the upper segment of the ureteral stent was encrusted with stones. Cystoscopy was reintroduced to the bladder, and with foreign body forceps, the ureteral stent was slowly pulled from the ureteral orifice until it was completely removed through the urethra. The ureteral stent was found to be intact, but both ends were encrusted with stones.